Manufacturer narrative:
Date sent: 03/10/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a myomectomy procedure, after the myoma was removed, it was found that the tip of the device protruded from the uterine cavity. The device was pulled a little to suture the uterine wall, and the suture was performed. When the device was removed from the pt, it was found that the tip of the device was missing about 2cm and the balloon had burst. They searched for the broken piece, but could not find it. The doctor commented that the broken piece might have been inside the pt's body. Although the normal saline inside the balloon had been removed, it had been less and there was a difficulty in removing the device. He might have sutured the tip of the device to the tissue. He is going to confirm the pt's spot with an uteroscope in 2 weeks. The pt will be discharge from the hospital in a few days.